Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The device was requested back to livanova (b)() for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t caused a short circuit to grounding during procedure. There was no report of patient injury.

Event description:
See initial.

Manufacturer narrative:
Investigation of similar events showed the issue is likely associated to a defective compressor of the cooling system when a hole inside the evaporator is created. Through follow-up communication with the livanova service representative, livanova deutschland learned that the device was removed from service. Corrective actions are in progress for this issue.